Event description:
It was reported that an ilet user experienced hyperglycemia after a supply and site change, with a peak blood glucose of 226 mg/dl lasting about one hour, without device alerts, alarms, backup therapy, or medical intervention; the user briefly inquired about manual correction doses and was counseled that such dosing could interfere with the algorithm, then performed tubing fill and site replacement without issue and subsequently reported improvement to 143 mg/dl. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no incapacity, no need for assistance, and no hospitalization. Investigation included remote troubleshooting and education regarding device use and infusion set management. Investigation of this case revealed no device malfunction or alarm behavior and no abnormal findings on user inspection of the cannula or infusion site, with resolution following standard troubleshooting and site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.